Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that the caregiver (cg) had disconnected the heater bag, and then reconnected it, to ensure that the fluid was flowing from the heater bag. This occurred during the patient¿s peritoneal dialysis therapy. The technical service representative (tsr) advised the cg to never disconnect a bag during therapy, and that if a bag is disconnected, all the supplies needed to be changed out. The tsr assisted the cg in ending therapy and removing the cassette. The cg planned to have the hp start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.